Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. This issue occurred with 3 cartridges from 2 different packages. No adverse event was reported. The patient experienced elevated blood glucose levels. The cartridge lot number was not provided. The insulin cartridges were requested to be returned for product evaluation.